Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv threshold was high and the lead demonstrated diminished sensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during ain implant procedure the right ventricular (rv) lead was not placed "firmly" in the apex and the parameters were not ideal. The lead was not used and a replacement lead was used instead. No patient complications have been reported as a result of this event.